Manufacturer narrative:
A 120 watt generator was used. The setting at the time of the event was coagulation 30 watts. The disposable pad (return electrode) did not exhibit any burn marks. The doctor will not release the pencil to bovie medical for further evaluation. Although a photo of the used device was sent to bovie medical, it was not helpful in determining a cause for the reported event.

Event description:
Patient received a burn to the breast area. Doctor was using an esp1 (two button electrosurgical pencil) with a standard blade electrode that is supplied with the pencil. The electrode sparked when activated. The spark originated from the hand piece area and traveled to the breast, burning the patient. The doctor would not provide information as to the severity of the burn or the course of treatment required.